Event description:
It was reported that on (B)(6) 2021, patient presented in clinic for phrenic nerve stimulation that started on (B)(6) 2021. It was noted that patient's right ventricular lead had noise oversensing which caused the phrenic nerve stimulation. No further information about interventions was reported.

Manufacturer narrative:
Further information was requested but not received.